Event description:
"Pop" heard at nursing station. Smoke noted coming from pt's bed. Fire alarm pulled & bed unplugged. Sparks and flames in frame of bed. Flames extinguished. Fire dept responded. Wiring noted to be melted. Removed to storage area. No injuries reported.